Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed during service. The assignable cause was depleted main batteries. The main batteries have been replaced. Additional: a service history review has been performed and the device has not been previously serviced by baxter. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). This involved an unremediated infusion pump with user interface module master software version 5.04.00.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
During service by baxter, the colleague infusion pump was found to contain a malfunction of a battery depleted alarm on channel c. This event occurred during infusion. No additional information was available. There is no further complaint information available. The user interface module master software version is currently unknown.